Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.